Event description:
It was reported that the right atrial (ra) lead showed high thresholds and no capture, so the physician elected to replace the lead at the time of the generator change out. It was noted there were rising impedances over the life of the device; however, just on the atrial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 lead (B)(6) 2009; 4194-78 lead (B)(6) 2009.

Manufacturer narrative:
Product event summary- the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.